Manufacturer narrative:
Pictures were taken and the device was evaluated under a microscope. The distal end of the cannula appeared to be closer to the distal end of the silicone sleeve than specified. This is most likely due to mishandling during installation of the tip onto the handle.

Manufacturer narrative:
The doctor reported that the inner cannula became dislodged from the silicone sleeve and protruded through the aspiration port which resulted in the capsular tear and vitrectomy. A sulcus lens was implanted and the procedure was completed. The device was not returned for evaluation.

Event description:
The facility reported that the surgeon experienced a dislodged cannula which caused a capsule break and subsequent vitrectomy during the I/a portion of cataract surgery. The doctor reported similar malfunctions on three other procedures that did not result in harm to the patients. This is the first of four reports.